Event description:
Customer reported receiving inaccurate blood glucose results. Customer received a reading of 136 mg/dl compared to a lab reading of 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.